Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination by the doctor. As a result, patient underwent bilateral removal and replacement with following devices: let replaced with catalog number 3504004bc, serial number (B)(4), and right replaced with catalog number 3504004bc, serial number (B)(4) on (B)(6) 2017. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.